Event description:
It was reported that syringe 50ml ll leaked and the piston was deformed. The following information was provided by the initial reporter: the syringe leaks during use. The piston seal is deformed.

Manufacturer narrative:
H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, the stopper was observed to be deformed and molded incorrectly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, as the lot involved in this incident is unknown, a device history review cannot be performed. The stopper is provided by an external supplier, incoming inspections are performed as specified. While we could not identify a direct issue, this is failure is likely related to the material provided by the supplier, whom we have notified of this incident.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 50ml ll leaked and the piston was deformed. The following information was provided by the initial reporter: the syringe leaks during use. The piston seal is deformed.